Event description:
It was reported that the patient was unable to adjust stimulation. The patient was not feeling stimulation or getting relief. The device was powered off. The caller was taught how to use the patient programmer, turn the ins on, and adjust the settings on program 2 to 7.0v. It was reported that sometimes the patient had urge and her husband could get a bed pan under her, but other times it happened so fast that he could not. It was noted that the patient had been on program 2 since implant. The patient planned to monitor her symptoms on the new settings.

Manufacturer narrative:
(B)(4). Lead, model 3889-28, lot# v933650, implanted: (B)(6) 2012, explanted: na.